Manufacturer narrative:
The lot number was provided. A review of the device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device will not be returned for evaluation; therefore, a product analysis will not be performed. The root cause cannot be determined.

Event description:
It was reported that during positioning of an embolization coil, the coil did not detach. The physician was unable to re-introduce the coil into the sheath to remove it from the artery. As a result, the coil was "forcefully" detached. The procedure was aborted. There was no reported intervention or patient injury. The patient was reported to be doing well.